Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Can't find the string- tampon [device breakage]. I think I put it in the wrong hole [incorrect route of product administration]. Case narrative: consumer reported via phone that she thinks the tampon was inserted in the wrong hole. She was unable to find the string. No injury was reported.